Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that shortly after patient received neurostimulator replacement patient said that the stimulation would turn off. Patient said saw their healthcare provider (hcp) and a manufacturer representative (rep) about a couple years ago and they checked the leads and said that everything looked fine. Patient didn't recall when issues started, said that information was on their chart on the portal. Patient said that had other health concerns that required immediate attention so hasn't addressed the implanted devices. Patient reported they were leaking feces now a little bit every day and not a lot but they is wearing a pad and it was not like it was feces it was just a little urine but it was more feces and it was not a whole bunch. When asked, patient stated it had been going on for at least a couple of years. Patient then mentioned they had pelvic repair surgery and then been through physical therapy between 2012 to 2013 and they got the urinary taken care but they were still experiencing some fecal incontinence, not a lot but enough that they had to wear a pad. Patient didn't have a current managing physician and asked for physician listings. Patient services agent emailed physician listings.